Event description:
The customer reports a cracked hub. Cause: unknown. Catheter hub replaced.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained obvious signs of use in the form of biological material. Visual examination of the returned connector assembly revealed that the arterial extension line luer hub contained one large crack. The crack is consistent with over-tightening the luer hub. The hub also contained circular white marks, indicating that excessive torqueing also contributed to the damage. No other defects or anomalies were observed. The connector assembly was leak tested by attaching a 5 ml lab syringe filled with water to each luer hub and depressing the plunger. When the arterial line was tested, water leaked out of the crack in the extension line hub. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation. The arterial extension line hub contained a large crack. The hub contained a circular pattern, indicating excessive torqueing contributed to the damage. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a cracked hub. Cause - unknown. Catheter hub replaced.